Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient received the external neurostimulator (ens) for the treatment of bladder issues. The reason for the call was that the patient started the trial yesterday, and it worked when they left the hospital. They were able to void when they left, but then they went six hours without voiding. They saw the device communication lost message on their handset. They hit the retry button and were able to connect. The next morning, they saw the communication lost message again and got it connected, but the amplitude had started all the way back at zero or 0.1 volts. They did not know why this occurred and denied turning therapy off and did not have access to change programs. They were confused as to why they kept losing communication. They increased it back up to 2.1 volts, but could not go higher comfortably. They then later increased to 3.2 volts, and were not feeling anything, and were still not able to void. They lost stimulation sensation. They were not getting therapeutic effect. They believed it was malfunctioning. They denied any falls or traumas that could have affected the trial devices/wires. They stated the red wire was not connected, which made sense because they only had a unilateral trial. The red wire was sticking out. The white cord looked pulled a little and had some possible exposed wire on it. They admitted they gave their son the handset to use, but did not think they turned it off. They stated they tried doing a bilateral trial lead implant, but the right side would not work, so they only had a left side. They did not know further details about this. During the call, it was confirmed the patient could successfully open the patient application, and that therapy was on with amplitude at 3.1 volts, where they had last set it. It was recommended they follow up with their managing physician regarding their trial concerns. An email was also sent to the manufacturer representative. Troubleshooting was done over the phone, but it was unclear what might have caused the issues to occur.